Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted ¿we then entered the hernia sac and found the previous mesh that had migrated into the abdomen and against the bowel, especially against 3 separate loops of bowel and we had to do extensive lysis of adhesions that took over an hour but more importantly the reason it was so extensive was not only with scissors but we had to use a knife blade to get between the serosa of the bowel and the mesh to remove all the mesh from the abdominal cavity that was in between loops of bowel.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.